Event description:
In (B)(6) of 2012, my doctor recommended the essure permanent birth control implants in lieu of the tubal ligation I originally asked for. I consented to the essure implants and have been in complete misery every since. I have been to the hospital multiple time with extreme bleeding, cramping and doubled over in pain. They were removed in (B)(6) on 2012 but the damage was done and the problems continued. I am having a hysterectomy next month because of this product. It is not safe and should not be available to anyone.